Event description:
It was reported that; the surgeon phoned to say his patient had suffered a fall 2 weeks postoperatively and as a consequence has leg pain. The surgeon reported that on x-ray the cages appears to have retro pulsed out of the disc space. The x-rays have not yet been viewed by the stryker representative.

Manufacturer narrative:
Date of explant: (B)(6) 2016. Device history review, complaint history review, risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the reported event is due to the patient's fall.

Event description:
It was reported that; the surgeon phoned to say his patient had suffered a fall 2 weeks postoperatively and as a consequence has leg pain. The surgeon reported that on x-ray the cages appears to have retro pulsed out of the disc space. The x-rays have not yet been viewed by the stryker representative.

Manufacturer narrative:
Device evaluation, device history review, complaint history review, risk assessment. After inspection, it's confirmed that no defects are found on the returned implant. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the reported event is due to the patient's fall.

Event description:
It was reported that; the surgeon phoned to say his patient had suffered a fall 2 weeks postoperatively and as a consequence has leg pain. The surgeon reported that on x-ray the cages appears to have retro pulsed out of the disc space. The x-rays have not yet been viewed by the stryker representative.